Event description:
The complaints team received a notification via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding a patient that endured severe hypotension with a "possible" relationship to the impella device used: ¿during the impella-supported high-risk pci, the patient developed hypotension. Baseline systolic blood pressure was >90 mmhg, nadir sbp 81 mmhg. Norepinephrine was added starting at 2 mcg/min with a peak of 3 mcg/min with good result.¿ the patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.